Event description:
Information provided states that two m6-cs were implanted at c4/5 and c6/7 on an unknown date. The two devices were explanted on (B)(6) 2023 due to radiculopathy pain. Images show central stenosis at both implant levels. Both devices were intact at the time of removal. Patient is currently on nsaids and antibiotics.

Manufacturer narrative:
Information regarding the identification of the devices involved has not been forthcoming. Without the part/catalogue number and/or serial number a review of the lot history record cannot be performed. A review of the risk management file did not identify any new risks associated with the device. Rmf 0003 rev 36 line 20 - spinal stenosis, spondylolisthesis, or retrolisthesis, leading to a surgical/major intervention with explantation. Rmf 0003 rev 36 line 12.75 - device explanted.